Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. The patient also underwent a trim on (B)(6) 2002 due to vicryl suture unraveling from incision site. It was reported that the patient underwent mesh removal, monarch sling placement, and cystoscopy on (B)(6) 2010 concurrently with a&p repair, enterocele repair and sacrospinous fixation; due to sui, cystocele, rectocele, and vaginal prolapse. (B)(4).